Manufacturer narrative:
Date of event estimated. Correction - section b1 - product problem selected the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent surgical intervention where the ipg was explanted and replaced. The reason for surgery is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was provided that the reason for the explant of the product was end of life. Therapy has been restored.